Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced two 814:09 in channel b failure codes. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the faulty channel b pumphead module (phm). To correct the condition, the channel b phm was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.